Manufacturer narrative:
Follow-up #1: date of submission 03/28/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/17/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a dim and discolored display. The auditory and vibratory features were operational. Unrelated to the complaint, the ¿up¿ and ¿down¿ buttons responded intermittently and removal of the keypad cover found contamination under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was dim. It was reported that there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. The reporter stated that the screens cannot be read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.